Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lock clip applier instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.55mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem o lok clip applier would not hold clips and when they did, it would not release. The procedure was completed with no reported injury.